Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode trial lead, model: 3089, UDI: (B)(4), serial: (B)(4), batch: a000130247.

Event description:
It was reported that during trial lead removal procedure under fluoroscopic guidance, a small foreign object remained in the body which was superficial to the skin. Surgical intervention was undertaken wherein the physician made a small incision and removed the object which appeared to be a small piece of guidewire.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.